Manufacturer narrative:
During inspection of the citadel bed in the arjo service center, it was noticed that the radius arm dislodged from the bed's frame. This citadel bed is the rental device and this issue was observed during quality check after the expiration of the rental period. There was no injury or other medical consequences reported. The review of post-market surveillance data and investigation regarding the radius arm detachment, carried out at the manufacturer side showed that this malfunction can occur only under two specific circumstances. First, when the bed¿s backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator¿s limit and next to the bed foot section is pulled. The second scenario may take place when the obstacle is put between the base frame and the radius arm. Based on the limited information gathered, the exact scenario which led to the radius arm detachment could not be determined. In summary, there was no indication that the citadel bed was used with the patient when the malfunction occurred. During the bed¿s evaluation, the detachment of the radius arm was found, therefore it can be stated that the bed did not meet the manufacturer¿s specification. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment which might lead to the bed collapse during use with a patient.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
During inspection of the citadel bed frame, it was observed that the radius arm detached from the bed's frame. There was no patient involved. No injury was reported.